Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received by medtronic indicated that the insulin pump had scratched on the screen and unable to read the screen. Customer reported replace battery alarm and need to prime more than once. The no delivery alarm was noted and insulin pump losses time and date. No harm requiring medical intervention was noted. The insulin pump will not be returned for analysis.